Manufacturer narrative:
W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. The gore® excluder® aaa endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak, aneurysm enlargement and component migration. B3: date of event - corrected to (B)(6) 2019. H10/11: added aneurysm enlargement to narrative.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis component migration.

Event description:
It was reported that on (B)(6) 2018, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The final angiography revealed a distal type I endoleak from the left leg. The physician elected to monitor the patient. The patient tolerated the procedure. After the procedure, the endoleak was reportedly resolved. On an unknown date in (B)(6) 2019, follow-up imaging identified proximal migration of the contralateral leg component on the left side (distance; about 10mm), and subsequent distal type I endoleak and the aneurysm enlargement (amount unknown). It was reported that the condition of the left common iliac artery was poor prior to the procedure. On (B)(6) 2019, gore® excluder® aaa endoprosthesis contralateral leg components were implanted to extend the left leg distally to repair the migration and the distal type I endoleak. The left hypogastric artery was intentionally covered by the additional devices; therefore the artery was coil-embolized prior to the device implant. The endoleak was reportedly resolved. The patient tolerated the re-intervention.